Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 patient reported that leakage event happened with the 3 infusion set. No further information was available..